Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing without pacing inhibition, high out of range pacing impedance measurements, measuring greater than 2000 ohms and high capture thresholds. The noise was reproducible through isometrics. Device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned intact, not severed. The extracting stylet returned in the lead. The setscrew marks were in the correct location on the terminal pin. During electrical testing, the outer coil measured open, consistent with an outer coil fracture. An x-ray revealed a fractured outer coil approximately 15.3 cm from the terminal end, consistent with cyclic fatigue. The reported noise, oversensing, high out of range pacing impedance measurements, and high capture thresholds are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing without pacing inhibition, high out of range pacing impedance measurements, measuring greater than 2000 ohms and high capture thresholds. The noise was reproducible through isometrics. Device was returned to boston scientific for analysis. No additional adverse patient effects were reported.